Event description:
During a follow-up in clinic, inappropriate therapy was noted on the device that resulted in patient discomfort. The device was reprogrammed to resolve the event. The patient was stable.